Event description:
The patient has been referred for a battery replacement and to further investigate the lead placement as the patient is experiencing some discomfort and also notes the vns has shifted since undergoing cardiac surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any; defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Event description:
Additional information received noting that the patient has been experiencing intermittent mild discomfort noted on the left side of neck where the wire of the vns is on the vagus nerve even after settings were modified. The device migration occurred after cardiac surgery and the intervention is for patient comfort and to preclude a serious injury. Implant card received noting that the patient underwent a prophylactic battery replacement. No known surgical intervention has occurred with the suspect device.